Event description:
Customer experienced 3 occurrences in the past 15 days where pt results were discrepant for troponin t. Customer did not have info for the first occurrence from about 15 days ago but said it was similar to issue that occurred in 2009 for the other two pt samples. In 2009: pt1, initial result gave 0.131, same sample repeated same day giving 0.106 ng per ml. Customer said that since the results from this pt did not match; they canceled the order and requested a new sample. Customer did not have troponin t results from this new sample to this pt. Pt2, initial results gave 0.029; same sample repeated twice same day giving 0.117 and 0.095 ng per ml. Customer could not provide troponin t results reported for any of the pts, but confirmed no erroneous results were reported.

Manufacturer narrative:
The field service rep determined the cause to be sipper probe drips on standby and sipper syringe seals worn. He replaced both syringe seals and o-rings. Performance tests were performed to verify analyzer operation.